Event description:
It was noted that the pacemaker exhibited noise. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-62506, the same issue was previously reported as 2017865-2024-62589.